Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon would not fill at the distal tip. However, after trying to fill the catheter at the hub, the catheter was able to fill.

Manufacturer narrative:
Received 4 unopened foley catheters in their original unit packaging. The reported event was confirmed; however, the root cause is unknown. During the functional evaluation, there was an attempt to inflate the catheter balloons with 10cc water and found that 2 of the balloons inflated and deflated easily; however, 2 of the balloons would not inflate. After further inspection, it was noted that the inflation lumen collapsed on the shaft close to the bifurcation. The root cause of the failure was unable to determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the catheter was inflated, the hub of the catheter inflated instead of the balloon. As a result, the catheter could not be used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the catheter was inflated, the hub of the catheter inflated instead of the balloon. As a result, the catheter could not be used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the catheter was inflated, the hub of the catheter inflated instead of the balloon, as a result, the catheter could not be used.